Event description:
It was reported, the customer's sensor had inaccurate readings. Customer's blood glucose was 124 mg/dl and their sensor glucose read 68 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer was able to resolve the discrepancy between their sensor glucose and blood glucose at the end of troubleshooting. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.